Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing a hyperglycemic event with a blood glucose (bg) level of 362 mg/dl. The user reported incorrectly entering all meals as "less than usual" which can cause an increase in insulin dosing over time. Patient self-treated the high bg with an manual does of insulin while still using the ilet. The user suspended the ilet for 2 hours. The issue was resolved with a factory reset, full supply change and device setup. No symptoms, external assistance, or medical intervention occurred.